Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband was hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of over 300 mg/dl. The customer was treated with insulin drip for high blood glucose values during hospitalization. The device is not expected to be returned for analysis.